Event description:
It was reported that the ilet pump¿s screen was cracked while the device was carried in a pocket, and although insulin delivery continued, the user expressed concern about reliable performance and display usability. Customer care provided support which included a review of device function history and user report, and preparation for device evaluation upon return. Investigation of this case revealed physical damage to the display component with the pump otherwise operating. No clinical symptoms or glycemic symptoms reported during the event. Outcomes included no injury and no medical intervention. It was concluded that the event was attributable to mechanical damage to the screen, with no evidence of a malfunction affecting insulin delivery.